Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an upstream occlusion alarm when there was no upstream present. The device cannot replicate the fault under controlled testing only when they used in the clinical settings. The event occurred during infusion. There was patient involvement, and no patient harm/adverse event reported.